Event description:
It was reported that a 240mm bayonet injection needle broke. However, analysis of the complaint device confirmed the break resulted in a 3cm device fragment that was not returned by the customer. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to medtronic¿s international manufacturing site for evaluation purposes. The investigation report findings are detailed as follows: the needle is broken right after the laser weld¿the second part was not returned. No manufacturing or material defect was observed. The most probable cause of this breakage is an excessive effort during use or the reprocessing of the instrument. It is very fragile and in the case of a deformation, it is impossible to straighten it without breaking the tube. This device is used for therapeutic purposes.